Manufacturer narrative:
The following fields were updated due to additional information: g.1. PMA / 510(k)# k954592. Investigation summary: bd received two photos for investigation, which show a tube with the hemogard closure off. A total of 100 retained samples were visually inspected, and no issues were observed relating to stopper creepout as all samples met specifications. Additionally, 10 retained samples underwent functional tests, with all samples meeting specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the stopper crept out and the lid fell off of two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the stopper crept out and the lid fell off of two (2) tubes. No adverse impact was reported regarding the patient or user.